Manufacturer narrative:
Pump received with cracked reservoir tube window corner and cracked display window corner noted. Intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Pump passed self test, error test, off no power test and all operating currents tested within the spec range. No back light anomaly noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had a keypad anomaly. The insulin pump had a history of locking up and not responding. The insulin pump alarmed no delivery. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device received with cracked reservoir tube window corner and cracked display window corner noted. Intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Device passed self test, a21 error test, off no power test and all operating currents tested within the specification range. No back light anomaly noted.